Event description:
The device was implanted on 7/5/90, for intrathecal infusion of morphine for treatment of pain (intrathecal infusion of morphine was not a MFR's indication for the devices intended use). This device was previously reported on MDR#1219454-1995-00230. On 1/14/97, the pt contacted the MFR's supervisor, customer service in response to a device tracking polling letter ans stated the following: the device is defective/not working and is presently not being used. The device was allowed to run dry due to previous problems with it. The pt went on to state that there had been fluctuations of medications and he had been underdosed, then overdosed. The device remains implanted and the pt stated that it is uncomfortable and his seat belt catches and presses on it.